Manufacturer narrative:
(B)(4). Batch # u5dr5c. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one psee60a device was returned with a non-working firing mechanism and without reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the black motor wire was not connected to the motor terminal, therefore making the device non-functional. The cable was reconnected and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgerys quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No conclusion could be reached as to what may have caused the wire to disconnect from the motor terminal, one possible cause is that during transit the wire may have become disconnected. Additional information was requested, and the following was obtained: could you please provide more details for "there were some staplers deployed on the tissue"? Unknown. Was the staple line complete? Not complete. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy, after fired, noted that the tissue was not cut, but there were some staplers deployed on the tissue, then changed another device to complete the procedure. There was no patient consequences reported. No additional information could be provided.